Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The migration of the device was reported. CT scans revealed 2 channels being out of the cochlea with channel 10 sitting on the round window.

Manufacturer narrative:
Additional information: based on the information received from the field, the active electrode post-operatively migrated out of the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
A migration of the device was reported. The user was reimplanted.

Event description:
A migration of the device was reported. A CT scan revealed 2 channels being out of the cochlea and 1 channel sitting on the round window. A revision surgery is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the information received from the field, the active electrode post-operatively migrated out of the cochlea. A revision surgery is considered but no date has been scheduled yet.